Event description:
On (B)(6) 2010, the patient reported he received an e4 (occlusion) error on his insulin infusion device during bolus delivery. He stated his infusion headset had been in use for 3 days and was advised to change his headset every 3 days. The patient was uncertain of how long the adapter had been in use and changed the adapter. The patient was instructed to disconnect from his headset and prime. He received an e4. He changed his infusion headset and tubing and bolused without further error. The patient stated his blood glucose was 226 mg/dl with his normal range being 100-130 mg/dl. He had no symptoms. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.